Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, a cartridge alarm occurred during the load sequence. Reportedly the customer had an alternate pump for insulin therapy. Customer¿s blood glucose level was 115mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Additionally the alleged cartridge alarm issue was verified in the pump logs, however, no failure was identified.